Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead and the right ventricular lead exhibited noise with inappropriate pacing. The patient was asymptomatic due to issue. Both leads were explanted and replaced. The patient was stable before, during, and after the procedure.